Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (monitor won't power up) has been confirmed. Upon eval, the monitor was found to have debris on a component on the auxiliary board. One or more of the pads on component j2005 were contaminated which shorted out the in-system programmable (isp) line. This caused the monitor to be stuck in isp mode and prevented the system from powering up properly. The root cause for the contamination cannot be positively identified. No adverse event resulted from the contamination. The pt received a replacement monitor.

Event description:
A (B)(6) pt contacted zoll lifecor customer support to report that his monitor would not power on. The pt was issued a replacement monitor.